Manufacturer narrative:
This report is submitted on april 14, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.